Manufacturer narrative:
Device is combination product. Age at time of event - 18 years of age or older. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-04991. It was reported that during a stenting treatment procedure, a stent moved on a balloon. Access was obtained via the femoral artery. The 90% stenosed eccentric de novo lesion measuring 2.5mm in diameter was located at the bifurcation of a calcified and moderately tortuous left anterior descending artery (lad) and a diagonal artery, extending 8mm into the diagonal artery and 10mm into the lad. The lesion was predilated with a 2.5x12mm apex balloon which reduced the stenosis to 20%. A 2.5x16mm taxus liberte' stent and a 2.5x12mm taxus liberte' stent were advanced to the lesion, with one stent advanced into the diagonal artery and the other stent advanced into the lad. Both stents were inflated in a kissing technique to 4-5 atms. The physician thought that the stents had been deployed, and as the devices were being removed from the patient, resistance was felt. Upon examination of the devices outside the patient, it was noted that the stents did not deploy; however, they had both moved on the balloon. The procedure was completed by placing a 2.75x20mm taxus liberte' stent in the lesion in the lad. An additional, more proximal lesion was then treated by deploying three taxus liberte' stents. No patient complications were reported. Patient status is listed as fine.